Event description:
The customer contacted beckman coulter, inc. (Bec) to report an erroneously high result for troponin I (accutni) for one (1) patient sample assayed with accutni reagent on a unicel dxc 600i synchron access 2 immunoassay system. The erroneously high accutni result was within the risk stratification range for the assay and was reported outside of the laboratory. There was no impact to patient treatment associated with this event. The customer reported that the level 1 quality control for accutni had yielded an ind flag result during a quality control run. Due to this result, the customer reassayed the previously run patient sample for accutni on their other unicel dxc 600i synchron access 2 immunoassay system. The customer discovered that the patient sample in question which had previously recovered higher was now recovering lower for accutni on their other analyzer. The lower accutni result was within the reference range for the assay. An amended report was generated and reported outside of the laboratory. The customer reported that the active calibration at the time of the event had elevated rlu mean values for all calibrator levels. The customer reported that the patient sample was assayed within one (1) hour of sample collection and was refrigerated prior to the repeat analysis. The customer reported that no instrument event log messages were generated that were associated with this event.

Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer's site. The fse replaced several parts on the instrument: pipettor, substrate probe, aspirate and dispense probes, analytic module mixers and rollers, and the precision pump seals and o-rings. The fse performed alignments, verified the ultrasonics voltage, recalibrated the incubator belt, and cleaned the pump. The fse replaced the accutni reagent and accutni calibrators with new lots. The fse verified all repairs per established procedures. The fse recalibrated the accutni assay and performed a precision run which yielded passing results. The fse ran quality control samples which yielded results within the laboratory's established ranges. This MDR is related to MDR 2122870-2012-00359.